Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen cracked and the pump housing split with internal wires exposed when the user attempted to wake the device, after which the device remained operational but was no longer watertight and was replaced. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact and continued therapy via cgm as needed. Investigation included troubleshooting and education, verification of device information, and coordination for device replacement and return. Investigation of this case revealed a screen and bezel separation consistent with a mechanical housing failure of the touchscreen/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to physical damage.